Event description:
Dr. Was treating/injecting botox into patient and the needle being used was defective, had what the physician described as a bur and was catching on the patient's skin as it was being inserted.